Event description:
It was reported by service report that the head left caster was broken. The customer could not determine whether there was patient involvement, however no adverse consequences were reported.

Manufacturer narrative:
Result: caster stem.